Event description:
The following was reported to hamilton medical ag: biomed reports getting tf 231008 and failing o2 input test. I went over the o2 mixer test with him and the qo2 values were not matching his o2 setting. At 21% he got a qo2 value of 7.0 l/min. The difference between qo2 and the expected value from o2% setting lessened as the o2% increased. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).